Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with eight clips remaining, the clip counter was not active and the tissue stop was disengaged: a portion of the tissue stop. It was reported that clips from two clip appliers were loading incorrectly leading to them falling out of the clip applier. The device was loading as if the jaws were misaligned. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the distal end of the instrument is subjected to excessive manipulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic procedure, clips from two clip appliers were loading incorrectly leading to them falling out of the clip applier. The device was loading as if the jaws were misaligned. The jaws of the device were inserted into the patient but no clips from either were fired on anatomy. All misfired clips were removed from the body. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 176630, 176630 endoclip iii 5mm applier, (lot # j5g2362y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.